Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Stabbed - mouth [mouth injury]; stabbed a couple of times by the metal shaft that the plastic casing exposes when it slips off - oral b rechargeable toothbrush [injury associated with device]; plastic casing for the toothbrush attachments do not fit snugly onto the casing on the hand held unit / causing the brush to slip off [device breakage]. Case description: a consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that the plastic casing for the oral-b brushheads, version unknown did not fit snugly onto the casing on the oral-b rechargeable toothbrush, version unknown. The consumer stated that he/she had checked the brush to make sure that it was clean and no residue was causing the brush head to slip off. The consumer noted that this was a choking hazard and he/she had also been stabbed a couple of times by the metal shaft that the plastic casing exposes when the brush head slipped off. The case outcome was unknown. No further information was provided.